Event description:
It was reported that pt underwent total hip arthroplasty in 1996. Subsequently, pt experienced a "pop" in hip and revision procedure was performed in 2005. Wear was noted on liner component.